Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge displayed a 100% charge, despite being in use for 15 hours. There was no reported impact to the customer's blood glucose level. The customer was instructed to upload pump data. Review of the pump data indicated that the pump was functioning as intended. Pump data indicated the customer is charging the pump through the day and battery charge displays normal depletion during use. Multiple follow up attempts were made to the customer that have been unsuccessful.